Event description:
The customer reported that while the unit was in use on a pt, the unit generated an autofill failure and system shutdown. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed autofill failure and error codes 45 (system failure) and 54 (atm transducer calibration failure). The company rep also observed excessive moisture in the drain line which may have caused the autofill failure. The company rep could not duplicate the system failure. The company rep replaced the condensate removal module (part number 0997-00-0986-01). The company rep reseated software datasettes and ran pump for 45 minutes. It functioned normally and was returned to the customer. (B)(4).